Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic procedure to place an esophageal stent. The ultraflex esophageal stent system was utilized to treat an 11mm x 6cm stenosis with fistula located in the mid esophagus. Prior to placement of the stent, the stenosis had been dilated with an 11mm bougie. According to the physician, the small lumen opening precluded the ability to post-dilate the stent. Two hrs after stenting, the physician removed the stent. There was no reported adverse effect on the pt. The pt condition was noted as "ok."